Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a blood clot formed around the patient's device following an implant procedure. The blood clot put pressure on a nerve, which rendered the patient's leg immobile. The device was explanted. Follow-up report indicated that the patient is recovering and there were no reports of further complications.